Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, documentation, drawing, instructions for use (IFU), quality control, specifications, and a visual inspection of a representative sample of unused product were conducted during the investigation. The visual inspection of the representative sample confirmed the condition of the device to be acceptable. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. However, the customer did provide a list of lot numbers that they had in their inventory. A review of the device history records for these provided lots showed no nonconforming events which could contribute to this failure mode. Based on the information provided, the examination of the representative product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter was implanted for an unspecified indication. The hub of the catheter cracked at an unspecified time following implantation. The catheter was completely explanted and replaced. The circumstances and handling conditions at the time of the event are not known. The device is not available for evaluation.